Manufacturer narrative:
Exemption number e2011009. B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag(manufacturer). This report has been identified as b. Braun melsungen ag internal report (B)(4). The device has been received from the user facility for investigation at our bbm laboratory in (B)(4). A follow-up report will be provided when the examination results become available.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(6)): turned off without alarm

Manufacturer narrative:
Exemption number e2016018 b. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag(manufacturer). This report has been identified as b. Braun melsungen ag internal report (B)(4). Result of examination: the perfusor space was visually and functionally examined. The sample appeared in good condition. No external damages were detected. According to the read out history files it was assessed that the user stopped the therapy by pressing the start-/stop button. Following the device was switched off. The performed long term test revealed no abnormalities. The device showed no technical defect, which was able to cause the reported error pattern. The device operated as intended.